Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv1194 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that during maintenance, the PICC catheter in this pediatric patient was found ruptured and drug extravasation occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter damage was confirmed but the cause is unknown. A photograph of a 4fr s/l groshong nxt catheter two-piece connector was returned for evaluation. The device contained characteristics of use (e.g., worn printing on the extension leg, an attached needleless injection cap, and adhesive residue on the connector). The proximal and distal pieces were assembled. However, the blue groshong catheter shaft was not visible in the returned photograph. Without the physical sample, it could not be determined if the catheter shaft broke within the connector assembly or if the catheter dislodged from the connector. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include assembly technique, over-pressurization, or tensile (pulling) damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during maintenance, the PICC catheter in this pediatric patient was found ruptured and drug extravasation occurred. No other information was provided.